Manufacturer narrative:
A review of the device history record (DHR) for the complaint device (lot #: kc250758, serial #: (B)(6) confirmed that all required inprocess and final quality control inspections were completed, and no deviations were noted. The reported device was not available for evaluation, as it was discarded by the user facility following the event. Based on the information provided, the event is likely associated with improper tubing configuration within the lower portion of the canister, which may result in a slight kink and subsequent disconnection of the external tubing at the pull port under pressure when the pump is activated. The manufacturer will continue to monitor for similar events.

Event description:
On (B)(6) 2026, at maui memorial medical center, a left kidney was placed into the kidneyvault and the pump was activated. Upon activation, the external tubing connected to the canister became disconnected at the pull-port, resulting in leakage of perfusion solution. The malfunction occurred immediately after pump activation and prior to transplant. The organ was subsequently discarded due to sterility concerns. No patient injury occurred as the event took place prior to transplant.